Event description:
It was reported that when using the bd pyxis¿ medbank mini, user unable to override a controlled substance (oxycodone 5mg tab (ir) (n14)). The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the user unable to override a controlled substance as the item did not appear when searched. A technical support specialist (tss) checked the setup zones and found that drawers 1 and 2 were disabled. Then the tss enabled the drawers, item became visible and user was able to override successfully. The system functioned as intended after the technical support specialist troubleshot the device.